Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) removed and replaced on (B)(6) 2018 due to fluid loss in cylinder. A 18cmx12cm ipp was implanted. No patient complications were reported in relation to this event.